Manufacturer narrative:
This report is being amended to reflect additional information not available at the time of the initial submission. Information remains insufficient to determine the cause of the event. This is 1 of 2 reports being filed for the same patient (reference 1825034-2017-00278-1 / 00279-1).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. As part of corrective action, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This is 1 of 2 reports submitted for the same event (reference 0001825034-2017-00278 / 00279).

Event description:
It is reported that a cannulated driver broke or twisted during surgery. A solid driver that also twisted was used to complete the surgery.